Event description:
It was reported that the patient had a 20-year history with the pumps and had a lot of catheter fragments in his body. The pump was delivering morphine sulfate. Additional information was received and it was reported that the catheter fragments were already in the patient when current physician first started seeing the patient. He did not know how many catheters the patient had in the past but he thought it was at least a few because the patient had had at least 6 pumps he thought. The catheter fragments were not removed; it was impossible. They were under the skin and free floating in the csf (cerebrospinal fluid) within the spine. He had nothing to do with those procedures and did not know who was responsible for them. The patient recovered fine from his recent system replacement (see manufacturer¿s report #3004209178-2013-08022) and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter; product ID 8703, lot # j91089452, product type catheter. (B)(4).